Event description:
It was reported that following predilatation, the xience v was intended to be advanced into the distal right coronary artery (rca); however, the stent was stuck in the mid rca and could not be advanced into the target distal lesion. Therefore, the stent was deployed in the mid rca. It is unk if this portion of the vessel was diseased. The distal lesion was never treated. No pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.